Manufacturer narrative:
(B)(4). Physio control evaluated the customer's device and verified the reported issue. Physio-control replaced the system pcb assembly. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported to physio-control that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.